Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms; the blue cannula is also inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 389 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Patient also reported the cannula did not properly insert and appeared bent upon removal. Mild ketones were present as well. As treatment, manual injections were delivered and patient drank a lot of water. This pod was discarded.